Event description:
The customer called to report a blank display after getting an alarm. Troubleshooting was performed, and the display remained blank. The reported blood glucose reading was 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the liquid crystal display board. Unable to perform the occlusion, displacement, prime or excessive. No delivery alarm tests due to the blank display.